Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose (bg) was 533 mg/dl. A correction bolus was delivered to address bg level.